Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient presented for another episode of syncope and was once again hospitalized. The syncope was determined to be due to atrial flutter. While connected to the telemetry monitor 30 seconds of asystole was observed by a nurse and electrophysiologist. It was noted that no episodes were stored in the pacemaker from that date. A procedure was performed where it the lead was confirmed to be in the same location as implanted and the connection between the lead and device was also confirmed to be good. Asystole was also observed during the procedure. The pacemaker and another manufacturer's right atrial (ra) lead were explanted and successfully replaced. It was noted that since the patient has only one ventricle and had previously had a fontan procedure, the lead had been implanted in the atrium and the patient is atrial dependent. Boston scientific technical services (ts) was consulted and discussed that there was likely loss of capture (loc) versus pacing inhibition since there were no stored episodes and no noise was able to be produced during the procedure. Ts reviewed information stored on the remote home monitoring system and found an atrial tachy response (atr) episode that may indicate ra loc. Ts also noted that on the same day as the asystole, there was another spike in atrial impedance measurement to greater than 3000 ohms. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient was hospitalized for syncope. An attempt to recreate the noise was not successful. Programming to unipolar did not eliminate the noise from the minute ventilation signal, thus the feature was programmed off. Sensing was also reprogrammed and the patient will continue to be monitored via the remote home monitoring system. The physician is considering a change out procedure in the future, but nothing is scheduled to date. It was noted that the patient has only one ventricle as they have had a fontan procedure in the past. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) channel leading to pacing inhibition for this pacemaker dependent patient. The lead safety switch (lss) was also noted to be triggered due to high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and another manufacturer's right atrial (ra) lead. Boston scientific technical services (ts) was consulted and determined the noise was from the device picking up the minute ventilation signal. Ts discussed the option of programming minute ventilation off. The field representative noted that the patient is in need of sensor driven pacing. Further review found that a large increase in impedance measurements started five months earlier where the impedance abruptly increased from approximately 500 ohms to greater than 1000 ohms. It was noted that this was around the same time that the noise episodes started. Ts recommended further review to determine the cause of the high impedance measurements. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that an attempt to recreate the noise was not successful. Programming to unipolar did not eliminate the noise from the minute ventilation signal, thus the feature was programmed off. Sensing was also reprogrammed and the patient will continue to be monitored via the remote home monitoring system. The physician is considering a change out procedure in the future, but nothing is scheduled to date. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the recent mv sensor signal oversensing advisory population.